Event description:
It was reported that during fragmentation, the fiber was broken, and a loud noise was heard. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber body was broken. The fiber was received in one piece, but given the length of 219.3 cm, which is much shorter than the fiber specification of 3.0 m working length, the other broken piece was not returned. It is likely that procedural conditions of the device during setup or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Microscopic inspection found the fiber tip was clipped. There were no defects in the connector. The console read: "applicator has been used for 1 time." The complaint against the fiber was confirmed. A review of the device instructions for use (IFU) was completed. It states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. It further states: product-specific size information: lighttrail reusable 270, working length: 3.0 m. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. The investigation conclusion code assigned is cause traced to component failure, which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during fragmentation, the fiber was broken, and a loud noise was heard. The procedure was completed with another of the same device. There were no patient complications.